Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. No visual defects noted on the returned catheter. Evaluation, found no blockage in drainage lumen. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The sample was sent for flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only." (B)(4).

Event description:
It was reported that the water did not drain from the flush port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water did not drain from the flush port. Additional information requested but not yet received.